Manufacturer narrative:
(B)(4).  A third party service agent examined the customer's device and verified the reported issue.  The customer was then advised that their device is not field serviceable and no longer under warranty.  It was recommended that the customer obtain a replacement device.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. A third party service agent examining the customer's device provided physio-control with the electronic records from the unit for review. Upon review of the device's electronic records, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0), which could inhibit the device's ability to provide defibrillation therapy, if necessary.